Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a subclavian artery stenting procedure, a stent fracture occurred. The lesion was located in the severely tortuous right subclavian artery. An express biliary 10 mm x 40 mm x 135 cm stent was successfully implanted in the right subclavian artery in close proximity to the 1st rib and clavicle. Following stent implantation, it was noted that the tortuous area of the vessel was straightened by the presence of the stent. Approx 8 1/2 months following this procedure, the pt presented to the hosp with unspecified symptoms that resembled instent re-stenosis. The physician brought the pt to the cath lab where an unspecified procedure was performed. Access was obtained via the right, non-calcified iliac artery. Upon the initial angiogram, the physician noted that the express biliary stent implanted in the previous procedure had broken into two pieces. An unspecified guide wire was advanced with difficulty to the fractured stent site. The physician attempted to cross the fractured stent for approx 1 hour, however, the guide wire continually became caught on the stent edge and the physician was unable to fully cross the stent. An unspecified guide catheter was advanced to the ostium of the right subclavian artery but was unable to continually maintain its position. The physician attempted multiple times to advance an unspecified self-expanding stent (ses), however, due to improper guide wire placement and the pt's tortuous anatomy, the ses was unable to cross both pieces of the fractured stent and the device was removed. In an effort to perform a balloon angioplasty, the physician advanced "many" unspecified balloon catheters to the fractured stent site and was able to successfully dilate the stenotic area. After approx 2 to 3 hours, the procedure was completed and the pt's status was reported as "fine." It was believed that the vessel's natural desire to maintain its tortuosity, combined with the stent's close proximity to the 1st rib and clavicle placed the stent under constant motion and stress which may have contributed to the stent fracture. Approx two weeks later, another unspecified procedure was performed. Access was obtained via the right brachial artery. The physician was able to successfully place a wallstent 10 mm x 39 mm stent across the fractured express biliary stent. No pt injuries or complications were reported and it was believed that the pt "had a nice result."